Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump dispensed insulin during the load step. There is no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2016 with the following findings: a review of the pump¿s black box showed multiple no cartridge detected cs 163 warnings. During testing, a load step malfunction was duplicated. During the load step, the piston pushed up until cartridge was empty. The force sensor calibration force sensor resistance were found to be out of required specification. The pump was opened and moisture was found on force sensor plate and pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.